Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to a pocket infection and a hematoma was observed. Pocket cultures were taken and the patient was treated with antibiotics. A new system was implanted on the opposite side of the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis indicated the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.